Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the duodenovideoscope exhibited forceps elevator does not turn down at all, light guide lens has a crack, and there is a gap in adhesive area between server plug-in and distal end. There was no patient involvement.